Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any finding relevant to this report.

Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, the suture broke as the knot was being advanced to the artery surface. The suture was removed and manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.